Event description:
The user facility reported that during cardiopulmonary bypass, venous inlet pressure increased. Forty (40) minutes after beginning extracorporeal circulation, the perfusionist stopped the circulation and conducted retrograde cerebral perfusion at 200 ml/min. Approximately 50 minutes later, when the venous inlet pressure increased to 500 mmhg, retrograde perfusion was switched to antegrade perfusion. The high pressure remained for 10 minutes until the perfusionist changed out the involved oxygenator to a cx*rx25e. The operation continued without an increase in pressure. It was noted that bioglue was used in the operation. Approximately 200ml of blood loss was reported as a result of the oxygenator change out. The operation was successfully completed in 3 hours 10 minutes, and no harm to the patient was reported.

Manufacturer narrative:
The actual sample was returned and evaluated. Performance testing of the device included pressure loss (with normal saline) and appearance (of the fiber bundle). The pressure drop of the actual sample was found to be higher than that of the retention sample from the involved product code pulled from the current production run. The wound fibers were removed and visually inspected (magnifying inspection and electron microscopy) - some blood cell components consisting of mainly (aggregated) platelets were noted to be adhering to the fibers. A review of the device history record revealed no product or manufacturing related anomalies, and a search of the complaint file did not find any other report with the involved product code and lot number. Performance testing of a retention sample was performed by circulating bovine blood; pressure drop was determined at each flow rate and verified to meet specifications. During the investigation, the actual sample was found to be occluded. Some blood cell components consisting of mainly platelets were noted to be adhering to the fibers. (B)(4) - blood loss; use of device issue. Method: actual device evaluated; device from same lot evaluated; visual inspection; electron microscopy. Results: thrombosis activation problem. Conclusions: device failure directly contributed to event. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.